Event description:
Customer reportedly obtained results of 42 mg/dl, 42 mg/dl, and 90 mg/dl on the aviva system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.